Event description:
I ordered a new box of air optix for astigmatism soft contact lenses for the new year. Since wearing these I have had ongoing problems with my right eye, I was diagnosed with gpc as a result of these problems, and have been in and out of my ophthalmologist's office trying to figure out a solution. It has recently come to my attention that a significant number of people are complaining online about the same kind of problems, all starting within the last 6 months. Many of these people, myself included, have been wearing air optix lenses for years with no problems, and upon starting a new box within the last 6 months people have begun experiencing problems and complain of not being able to keep the affected lens or lenses in for more than a few hours. I have been experiencing all of the same problems and am highly concerned that this is a large-scale problem with air optix lenses. One user online noted that his boxes come from two locations, the problematic lenses were made in malaysia, while the other lenses which weren't causing problems were made in (B)(6). Strangely enough I have the exact same issue, where the lenses which are bothering me originated in (B)(6), while the ones from (B)(6) are fine. The lot number of my problematic lenses is 10276298.